Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using three prostyle devices. Reportedly with all three devices, the footplate did not fully retract and it was difficult to remove the device from the vessel. After device manipulation, the device was removed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to close was not confirmed as foot deployment and retraction were verified via manually opening and closing the lever with no resistance noted. The foot completely retracted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 4101441. D4 - primary UDI number: updated from (B)(4). D9 - device available for evaluation: updated from ni to yes.